Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: during investigation, the pump powered up to a dim and pink display. No moisture was found behind the display lens. Unrelated to the original complaint, the battery compartment was cracked near the top left corner of the grip pad. Moisture was found in the battery compartment with a leak.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was alleged the display was dim with moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.